Event description:
It was reported this biliary stent was placed in the femoral artery. Difficulty was encountered removing the carrier system through the introducer sheath. The introducer sheath was removed. Removal of the unsheathed carrier system resulted in dissection of the femoral artery and a hematoma. Surgical retrieval followed and a patch bypass was performed. The pt's condition is good. Without evaluating the device co is unable to determine the exact cause for this event. This device was used in an non-indicated procedure, femoral stent placement which co believes may have contributed to this event. However, without evaluating this device co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic billary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms... Always use an introducer sheath for the implant procedure, to protect the liver tract and puncture site... An introducer sheath of a 7 french or larger size is recommended."